Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, a crack in the tubing was identified as the cause of the fluid loss; therefore, the existing ipp was removed and replaced. No patient complications were reported.